Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was worn battery pins. Stryker replaced the battery pins to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.